Event description:
Fractured ceramic insert following a fall.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The report was investigated at the manufacturing supplier and it was found that due to a lack of fragments and/or information about the laser engraving the identification of the complained insert is only possible based on the information provided by depuy. The complained insert was part of shop order (B)(4). Protocols and acceptance certificate were reviewed. The quality documents show that the values obtained on the insert were according to the specification valid at the time of production. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.